Event description:
It was reported that the patient's right ventricular lead exhibited high, out-of-range pacing impedance. The lead was removed and replaced on (B)(6) 2024. The patient was discharged.